Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the programmer splashed screen. Patient stated the patient programmer (pp) had not been dropped or wet. Patient mentioned he changed the batteries multiple times. The issue wasn¿t resolved due to lack of batteries and patient was unable to try. It was noted the patient couldn¿t use the pp to adjust the stimulation when he was laying down, stimulation was very high. When he got up, he changed position, the stimulation was so high, it shocked him, this would consider as a sudden change. He had to use the ins recharger to turn off the stimulation. It was stated the programmer was not communicating with antenna, they would send antenna also. No further complication and no symptoms were reported.